Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, an increase in threshold was noted on the ventricular lead. A lead revision was performed to check the integrity of the lead, during revision lead damage was noted. The physician does not know the reason for the lead damage. The lead was capped and replaced to resolve the issue and the patient was in stable condition following the procedure.